Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the hypo tube fractured while inside the guide catheter. While performing a pci in the severely calcified and tortuous target lesion located in the right coronary artery, the hypo tube fractured while being advanced inside of the guide catheter. Upon removal of the device, it was noted that both pieces were accounted for. The procedure was successfully completed with another unknown size taxus express2 stent. No patient injuries or complications occurred.